Event description:
It was reported that the hcp's new recharger was faulty and the patient's recharger had stopped working. The nurse wanted to provide the patient with a replacement recharger that they had as a spare one in the hospital. However, it was no longer possible to charge this spare recharger. When placing it on the dock (green light on the dock visible), the recharger did not show any lights. When trying to turn it on after charging it for a while, it remained unresponsive. The nurse was not sure when the recharger was used/charged for the last time. The manufacturer representative (rep) checked to see if there were known issues. The rep believed both patient handset kits.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_recharger_acc (serial: unknown); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.